Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: there was a call service alarm observed in the alarm history. During testing, the blank screen could not be duplicated. There was visible evidence of moisture behind the display. The leak test failed due to a display lens leak. The pump was opened and there was evidence of moisture inside the pump and on the display board. Unrelated to the initial complaint, the battery compartment was cracked. The investigation for the keypad buttons could not be completed due to the internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.